Event description:
Caller reported compact plus system blood glucose result of 60 mg/dl, had no symptoms, ate oatmeal and had juice. Retest result within 10 minutes was 124 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.